Event description:
It was reported during in clinic follow up that the patient presented with discomfort due to diaphragm stimulation. The atrial lead exhibited loss of capture. Imaging showed atrial lead dislodgement. On (B)(6) 2024, the lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was over torqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.